Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited elevated high voltage impedance. All other lead function values were within normal limits. The right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis found the right ventricular cable to be fractured at the df1 connector boot region consistent with fatigue fracture. The cause of the reported event is due to the fractured right ventricular cable at the connector boot region.